Manufacturer narrative:
H3 - product evaluation found lens in returned in a microcentrifuge vial in liquid with residue/debris on the product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.5/1.0/102 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a spherical lens due to lens rotation not associated to a low vault. The exchange resolved the problem. Cause of event was unknown.